Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a achilles tendon repair procedure as the surgeon was passing the ar-7502 suturetape through the tendon, the needle pulled off the suture. Opened a second device from the same lot and the same issue occurred. The rep reported all broken fragments were fully retrieved from the patient. The case was completed by using another manufacturer's suture.